Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high system impedance measurements. Imaging was performed which noted this electrode was not on deep fascia and was close to the sternum in adipose tissue. It was also observed that this electrode appeared to be partially inserted into the s-ICD header. Technical services (ts) discussed the possible effect this could have on sensing in primary vector in the future. Ts discussed troubleshooting with the field representative. A revision procedure is scheduled in approximately one month. This electrode remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high system impedance measurements. Imaging was performed which noted this electrode was not on deep fascia and was close to the sternum in adipose tissue. It was also observed that this electrode appeared to be partially inserted into the s-ICD header. Technical services (ts) discussed the possible effect this could have on sensing in primary vector in the future. Ts discussed troubleshooting with the field representative. A revision procedure is scheduled in approximately one month. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received that the revision procedure occurred, in which a system impedance measurement of 85 ohms was observed afterwards. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.